Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was difficulty turning the rotating knob on the device with one finger/hand. The clips did not stay completely across the cystic duct and some clips crossed over each other. The surgeon used an er420 to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The rotational knob turn without any issue. In addition the device locked out as intended but the orange indicator was found undertraveled; in order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.